Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that three infusion sets got leaked insulin at site on (B)(6) 2024. The infusion set been in use for 2 to 3 days. The customer's blood glucose at time issue noticed was 372mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.